Event description:
It was reported by service report that the fowler clutch was slipping at about 20 degrees and drifting down. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler brake, fowler clutch.